Manufacturer narrative:
This case was assessed as reportable to the FDA as the vascular occlusion and injection site alopecia was deemed to meet the serious criteria of required intervention to prevent permanent damage, and the event injection site necrosis was deemed to meet the serious criteria of required intervention to prevent permanent damage and permanent damage. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us health care professional and concerns a female patient who injected herself. She injected herself with radiesse into temples bilaterally (off label use of device). A 22-gauge cannula was used for injection. Cotofanas devil horns technique was used. Approximately three hours after the radiesse injection, the patient experienced blanching in the preauricular area on both sides. In response, the patient promptly initiated vascular occlusion (vo) protocol, which included acetylsalicylic acid (reported as asa), sildenafil, prednisone, warm compresses, and administered hylenex in an effort to alleviate the vascular spasms, but unfortunately, these measures were ineffective. The patient commenced daily hyperbaric treatments for the following week, continuing to administer hylenex for several days afterward, totaling 40 vials. The patient's condition did not improve. The patients skin began to necrose, leading to permanent scarring, and the patient lost all of her hair in the temple areas bilaterally. This experience left patient feeling hopeless, affecting her mental and emotional wellbeing to the point of contemplating drastic measures. The patient visited a physician who utilized ultrasound- guided dissolving, by administering only half a vial of hylenex per side, resulting in the immediate restoration of blood flow bilaterally. The patient's hair begin to regrow within a month. Due to the provided information, the outcome of the events vascular occlusion and lost all of hair was considered as resolving. The outcome of the event skin began to necrose was unknown.